Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2009. According to the complainant, while unpacking the product for the procedure, the clevis of the device was noticed to be bent. The device was tested and it was reported that the jaws functioned normally. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).